Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4) reason for original complaint ¿ litigation papers allege: popping, discomfort, stiffness, soreness, pain and limited range of motion. Doi: (B)(6) 2006 left hip; dor: none reported; patient residence: (B)(6). Update - added sales rep details, patient weight, height and date of birth, surgeons name, revision date, added products x 4 taken from der dated (B)(6) 2015. Sales rep - (B)(4); (B)(6); revision date - (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 9/28/15 medical records received. After review of the medical records for MDR reportability, the revision operative note indicated corrosion and metallosis. While implanting the stem during the doi, a small crack occured in the calcar. It doesn't appear like the crack was cabeled. Par/lot is being updated. The complaint was updated on:10/23/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update: 9/28/2015: the stem is now being reported for the reported crack that occured while implanting. This complaint was updated on: 10/28/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 3/11/2015 - medical records received. Upon revision, bone loss, fluid and metal staining were noted. The information received does not change the MDR decision. This complaint was updated on: 03/24/2015.